Event description:
Report received from the USA stating that during service of the device the drive shaft came apart. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. No additional information is available.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).